Event description:
It was reported the patient presented for a bilateral uterine fibroid embolization procedure, which was successful. An angioseal device was used to close the puncture site. The patient presented several days later with complaints of pain in the right foot. An arteriogram revealed an occlusion of the dorsalis pedis. The patient was admitted and placed on urokinase and heparin. The patient did not show improvement from medical therapy and was taken to surgery for a thrombectomy of the right dorsalis pedis. The patient was discharge home the following day with no further complications. The sjm representative was present when this patient was admitted and reviewed pictures from the case; nothing suspicious was found. An ultrasound was performed. Two radiologists discussed the possibility of the gel beads used during the embolization traveling to the peripheral circulation. They stated this was the focus of the problem and not the angio-seal. The physician is not certified. The rep. Has put in place a clinical person from the cath lab to work with dr. When the he uses angio-seal.